Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a modular neck fracture has occurred. In the revision surgery, the surgeon successfully used the neck removal instrument. The original surgery took place some time in 2007.